Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). (B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the trial head cannot be fixed on the conus of the original taper conus shaft.